Event description:
It was reported to vyaire medical that the vela ventilator gives an oxygen (o2) sensor fault even after changing it. There is no information on patient involvement as of this time.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Result of investigation: vyaire field service representative (fsr) evaluated the device on-site, and connected the ventilator to oxygen and found no alarms. An operational verification procedure (ovp) was then performed and the unit passed in all testing and in specifications.